Event description:
Customer's spouse reported pt experienced a diabetic coma after receiving a normal range reading of 141 mg/dl. Paramedics were not called and customer was treated with sugar water by customer's spouse. Customer tests three times per day. Testing was conducted on the forearm.